Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval: the device history records for the femoral and articular components were reviewed, indicating the device was manufactured, inspected, and packaged to specification. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the patient is experiencing right knee pain.